Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of an user of a ds2adv auto CPAP device alleging that the device motor was burned, and it is not working. There was no report of harm or injury, the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.